Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the lifestent 5f vascular stent products that are cleared in the us. The pro code and 510k number for the lifestent 5f vascular stent products is identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 12/2024).

Event description:
It was reported that prior to a stent placement procedure, the dust was allegedly noted inside the package. There was no patient contact.

Manufacturer narrative:
H10: additional information was received, and facility cleaned the outer box and agreed the inner box/pouch within the device was sealed and the product was sterile, therefore this complaint was not required. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent products that are cleared in the us. The pro code and 510k number for the lifestent 5f vascular stent products is identified in d2 and g4. H10: d4 (expiry date: 12/2024), g3 h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return

Event description:
It was reported that prior to a stent placement procedure, the dust was allegedly noted inside the package. There was no patient contact.